Manufacturer narrative:
The event date was not reported so that aware date was used to estimate.

Event description:
It was reported via twitter there was a possible thrombus on the watchman device. No further information is available at this time.